Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was in auto mode reducing the amount of insulin delivered even though there was no active insulin at the time of bolus. Customer had to exit auto mode and deliver a manual bolus for reduced amount. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.